Event description:
Hosp advised that an elderly pt with a skin graft on one arm and who had recently undergone a mastectomy had her blood pressure taken on her left leg. The pt complained of pain, nurse observed that a hematoma developed on her leg. The pt was sent to the ER where the hamatoma was evacuated. Nursing advised the hematoma developed due to the pt's fragile condition.